Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was in the hospital. They wanted to do an MRI on the patient¿s spine and were running into a lot of problems. The patient reported that they can¿t do it because the MRI machine was not compatible. The patient reported that the ins was implanted for lower back and right leg and at first it worked like a miracle. Currently, the patient was having issues with his upper spine where it connects to his neck, and it goes into his face, so they thought it was a stroke at first, and now they are thinking it is neurological. The patient reported the hospital wanted to do a spinal tap, but he is also on a blood thinner for his heart and they must wait 5 days. The patient expressed frustration about not being able to get all the testing due to his having a stimulator. The patient had a manufacturer representative (rep) attempt to adjust therapy and tried doing everything. Currently, the stimulator does nothing. This occurred towards the end of (B)(6) 2018. The patient did not currently have a healthcare provider (hcp) and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-13. It was reported they had tried to reset numerous times and it did not help. They had continuous back and leg pain no responding to the ins. They had the device removed (B)(6) 2019. They had pain around the device also. No further complications were reported/anticipated.